Event description:
On (B)(6) 2013: customer stated via phone that during a urodynamic procedure on a female patient in her (B)(6) with a trach, fell to the floor when the voiding stool clamp broke off the seat. Her trach was irritated by the pull on the tube, but seems to be ok now. Also, she complained of pain in her foot from the fall, but x rays were negative. The patient was able to have the urodynamics procedure completed after the fall, and the physician cancelled the voiding cystogram.

Manufacturer narrative:
Field service engineer (fse) investigated and found the voiding stool had not latched on the tower side block latch due to block latch being loose. Fse replaced the block latch parts on both sides of the table and verified proper operation per (B)(4).